Manufacturer narrative:
Follow-up #1: date of submission 06/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/15/2015 with the following findings: during investigation, the pump was powered on and revealed that the display was dim, fading and discolored. The keypad cover was intact but was observed to be worn and ¿squishy.¿ unrelated to the complaint, the contrast keypad button was difficult to push and was found to be intermittently unresponsive. The contrast button had no effect on insulin delivery function. All other keypad buttons responded appropriately to button presses. The keypad cover was removed and evidence of contamination was found under all key contacts. Also unrelated to the complaint, investigation revealed a crack in the battery compartment.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.